Event description:
One pt sample with discrepant phosphorus results. Initial result gave 6.6 mg/dl; repeat gave 3.9 mg/dl. Erroneous results were not reported. Although the exact root cause was not determined the field service rep noted he adjusted probe pulses for r2 probe, and replaced r2 stirrer. Performance tests were performed and within specification.